Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected after a trauma to the site of the implant. Revision surgery has already been scheduled for (B)(6) 2021.

Event description:
The user's performance with the device is affected after a trauma to the site of the implant. The user had good benefit with the device before the trauma. After the trauma there was a sudden change in performance with the device. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.